Manufacturer narrative:
On 05/01/2017, the fujifilm clinical specialist originally performed an in service for the customer. The visit on (B)(6)2017 was a follow up visit in which the improper cleaning methods were observed. The staff was again reminded to use a new disposable cleaning brush and sponge each time an endoscope requires cleaning.

Event description:
On (B)(6)2017, a fujifilm clinical specialist discovered improper cleaning methods used at a customer site. The staff is reusing cleaning brushes and sponges, which are single use items that should be disposed of after cleaning one endoscope.